Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 323, 312, 327, 273 and 280 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-125 mg/dl. Daughter stated that customer is feeling lethargic and has a headache but denied the need for any medical intervention at the time. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/29/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 15-jun-2022 to ensure the customer's condition had improved and the replacement products resolved the initial concern. Able to establish contact with customer who stated she did not currently have any diabetic symptoms and no medical intervention had been needed since the last call. Customer stated the replacement products resolved the initial concern.

Manufacturer narrative:
Sections with additional information as of 08-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.